Event description:
It was reported that a local antiseptic injection of lidocaine and marcaine and a joint aspiration was required due to postoperative increasing pain.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. The following are the results of our investigation: the associated complaint devices were not returned. The clinical/medical team concluded, r/t (B)(4). This is a journey ii bcs retro subject#: (B)(4). Original date of surgery was (B)(6) 2015. Approximately 15 months later ae#: 11 event: status post right knee arthroplasty revision with increasing pain occurred. This event was classified as moderate in severity, possible related to the procedure and the device. The crf provided have been reviewed, however, no clinical supportive documents have been provided. According to the operating surgeon, he performed a local antiseptic injection of lidocaine and marcaine and a joint aspiration that was sent for culture on (B)(6) 2016. The injection provided transient and minor relief. The culture was negative for bacterial growth. Steroid injection was given on (B)(6) 2016 of depo-medrol. On (B)(6) 2016 MRI of lumbar spine was ordered and showed significant degeneration in the lumbar spine. On (B)(6) 2016 surgeon repeated joint aspiration for culture and ordered a bone scan. Neither results of the cultures nor has bone scan been provided. Since the device remains in situ, and no clinical information will be provided, we are unable to determine the root cause of the reported pain. The future impact to the patient is unknown since this ae has not resolved. No further clinical/medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened